Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, and "inflammatory capsulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Physician reported "capsular contracture baker grade iii and inflammatory capsulitis fluid leakage;" MRI performed. The device has been explanted. This record represents the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a deformation device, cloudy, creases fold and weight to the spec. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported "capsular contracture baker grade iii and inflammatory capsulitis fluid leakage;" MRI performed. The device has been explanted. This record represents the right side.